Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that after suctioning the thrombus, the 2.75 x 18 zeta was prepared for use; however, the stent had moved. It is not clear which way (distal or proximal) and how much the stent had moved. A new device was selected to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Add'l info rec'd stated that the stent had been positioned incorrectly on the balloon. However, it is unclear whether the stent was loose or tightly crimped onto the balloon. Factors that contribute to the stent movement/dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, improper or inadequate crimping at the time of MFR, and handling of the stent during prep. Unfortunately, without the device to examine, a conclusive root cause for the reported discrepancy could not be determined.